Event description:
Inflation difficulty. The report received indicated that while attempting to stent the pt's left circumflex artery, the stent balloon could not be inflated and as a result, the 3.00x28 mm stent could not be deployed. There was no report of injury to the pt. Further info indicated there were no anomalies noted in the device.

Manufacturer narrative:
The product is available for eval; however, as of to date, it has not been returned. However, a device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This device is distributed outside at the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.